Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has not been feeling well and was recently admitted to the hospital. While in the hospital, the patient was told their device was not working. The device remains in use. No further patient complications have been reported as a result of this event.